Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff called for help with troubleshooting helium loss 2 alarms. The intra-aortic balloon (iab) was inserted in the patient and the staff noted that the intra-aortic balloon pump (iabp) kept alarming for helium loss 2 alarms about every 5 minutes. All connections were secured, no blood was noted in the gas tubing. The staff reduced the volume down to 36cc, but the alarms continued, though it took considerably more time to alarm. The volume was eventually reduced to 32cc, and the alarms did not reoccur during the call. Eventually the staff had to go to 1:2, the alarms have gone away at 1:2. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of iab helium loss alarm is confirmed based on the customer picture provided with the complaint report. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the staff called for help with troubleshooting helium loss 2 alarms. The intra-aortic balloon (iab) was inserted in the patient and the staff noted that the intra-aortic balloon pump (iabp) kept alarming for helium loss 2 alarms about every 5 minutes. All connections were secured, no blood was noted in the gas tubing. The staff reduced the volume down to 36cc, but the alarms continued, though it took considerably more time to alarm. The volume was eventually reduced to 32cc, and the alarms did not reoccur during the call. Eventually the staff had to go to 1:2, the alarms have gone away at 1:2. There was no report of patient complications, serious injury or death.